Manufacturer narrative:
(B)(4) date sent: 1/26/2017. Batch # (B)(4). The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. The instrument was disassembled, upon disassembly the advancer was confirmed to be broken and 7 clips were found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: were the device jaws yielded? If not, please describe how the device jaws were broken?

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws were broken when the trigger was grasped to feed a clip into the jaws. The clip was fed and deployed properly when tested outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.